Event description:
A 3.0mm diameter by 9mm length be2 stent delivery system was inserted for treatment of a lesion in the right coronary artery. The calcified lesion was pre-dilated with a 2.5mm x 20mm ptca balloon. It was reported that during advancement of the device to the target lesion, the stent hit a calcified site, which caused the guide catheter to back out and lose placement. Subsequently, the stent dislodged in the aorta when this occurred. The stent was successfully snared and removed from the pt. The target lesion was subsequently treated with another s670 stent. The lesion being heavily calcified and tortuous contributed to the stent dislodgement. The pt was reported to be fine post procedure and there were no additional clinical sequelae reported related to the event.